Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter could not tell any more than she already did. She did not know about any harm to the patient, or she did not about any fragment falling into patients. There was no patient problem in this case.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.